Manufacturer narrative:
Complaint conclusion: as reported by an affiliate, during inventory inspection at the (B)(4), foreign matter was found inside of the sterile pouch of a firestar rx described as pinkish small matter. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The product will be returned. (B)(4): one sterile sakura dura star, 4.00 x 15 was received in the sterile packaging. The box was opened and pouch was closed. The product was at the correct position. Red foreign material (.030in) was found inside the pouch. The foreign material was found loose. No other damages were noted. The foreign material was measured and found within specification. Ft-ir conclusion: fourier transform infrared spectroscopy (ft-ir) was applied to the identification of foreign materials found inside the sterile pouch. The qualitative analysis performed shows that cellulose/hemicelluloses (such as paper and cardboard) is the principal component within the composition of this foreign material. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed however the foreign material was found within specification. Therefore no actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15567476 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #

Event description:
As reported by an affiliate, during inventory inspection at the (B)(6), foreign matter was found inside of the sterile pouch described as pinkish small matter in lot#: 15567476 and hair-like foreign matters was found in lot numbers 15570970 and 15621776. These lot numbers corresponds to firestar rx ptca system. Outer product box and sterilized pouch were intact, and the seal of the pouch was not opened. The actual product had no damage. There were no anomalies except for this failure. The product was not clinically used. It was normally handled on usual consignment procedure. The product was neither re-sterilized nor re-packaged. The picture of the failure point was uploaded. The product will be returned. These lots corresponded to 2.20 x15mm sakura dura star.